Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment as part of all complaint investigations, attempts were made to evaluate the subject device as well as the device usage. In this case, no sample or image was returned. Potential factors that could have led or contributed to the reported event have been evaluated previous investigations of similar complaints have been reviewed. This type of event may be associated with inadequate handling. Rough handling of the device during transport, storage, unpacking or deployment may lead to device damage and loss of function in this case, no procedural or any other details were provided. On the basis of the limited information available and as no sample was returned for evaluation, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device.

Event description:
It was reported that during an endoscopic procedure, the endoscopic biliary stent failed to deploy. No pt injury was reported.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant was unable or unwilling to provide any pt details.